Event description:
It was reported that during a prostate procedure ¿15 minutes into the procedure the metal fiber end bent, it was then removed from the patient at which point in time the piece came apart completely¿. The procedure was completed with an alternative procedure (mono polar turp) without incident. Patient outcome: no injury to patient reported.